Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the following information was provided by the customer: material no.: 320117, batch no.: unknown. It was reported by the pharmacist that the patient "breaks the needle due to user error technique". Verbatim: the pharmacist reports that the patient notified him on (B)(6) 2019 "that he is out of the needles for his follistim aq pen (lot #unknown/exp: unknown). The pharmacist reports that the patient "breaks the needle due to user error technique". No adverse effect reported. No further information provided.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the following information was provided by the customer: material no.: 320117 batch no.: unknown it was reported by the pharmacist that the patient "breaks the needle due to user error technique". Verbatim: the pharmacist reports that the patient notified him on (B)(6) 2019 "that he is out of the needles for his follistim aq pen (lot #unknown/exp: unknown). The pharmacist reports that the patient "breaks the needle due to user error technique". No adverse effect reported. No further information provided.